Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured under nominal pressure. The location of the lesion being treated is unk, however, it was reported to be calcified, non-tortuous and 99% stenosed. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".